Event description:
The manufacturer received a report indicating that a trilogy evo ventilator was returned for scheduled maintenance. No patient harm or serious injury was reported. The ventilator was received at a third-party service center, where device log files were successfully downloaded and reviewed. Analysis identified a fault associated with the oxygen proportional valve, and the investigation determined that the oxygen blending module was defective and required replacement. The blower was also found to be defective and unable to complete calibration, necessitating replacement. In addition, although unrelated to the reported malfunctions, further review of the device log files identified non-actionable errors indicating that the system printed circuit assembly was defective and required replacement. The flow sensor was found to be contaminated with dust, and the air foam filter and particulate filter were replaced as part of routine preventive maintenance. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.